Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
The part numbers and lot numbers are unknown, therefore the manufacturing records and complaint history could not be reviewed. No devices or photos were received, therefore the condition of the components is unknown. The devices are used for treatment. Primary surgical notes, dated (B)(6) 2007, stated that the total hip arthroplasty was for right hip avascular necrosis with collapse. The final tha was noted to be longer then the pre-operative x-rays. The final tha was found to be stable. With the information provided, a definitive root cause cannot be determined.